Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to the blue liquid coming out of the scope, which temporarily shortened the pins in the jacket, which may have caused a black-out. However, the definitive root cause was unable to be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During device evaluation at olympus, it was found the complaints were not able to be confirmed. The device was visually checked an no abnormalities were found. No blue liquid came out of the scope and the image disappearing was unable to be reproduced. Evaluation did find the sound ray was missing. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported to the ultrasound image of the ultrasonic gastrovideoscope disappeared and then turned black. This issue occurred after the scope was reprocessed and connected to the video system for the next procedure. The customer then shook the scope connector, and a blue liquid came out of the connector. There was no abnormality when completing the water leakage detection test during reprocessing. The therapeutic intraductal papillary mucinous tumor test was completed with another scope. No patient harm was associated with this event.